Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that they just had a urolift procedure a week - a week and a half ago and since then, they had noticed a difference in their symptoms. The patient clarified that they had more urges to go now and it hadn't been like that before the procedure. Patient's reason for call had been to inquire about their handset charging and patient services reviewed this information and the patient had inquired about an upcoming appointment they had for friday ((B)(6) 2025), an echocardiogram and wanted to know if they had to turn the implant off. Patient services reviewed compatibility considerations with the patient and the patient wanted assistance with walking through turning the therapy off so patient services walked patient through connecting and the therapy was on. Patient services reviewed how to turn the therapy off and patient was able to practice turning it off and back on again and that was when the patient mentioned they thought maybe they needed to make an adjustment but would rather a manufacturing represent ative (rep) like the one who had set their programming when they were implanted do it. This was when they reported the having more urges since their urolift. Patient stated they had hoped by calling they could get a hold of the rep. Patient services reviewed the role of the rep and patient services with the patient and redirected the patient to follow up with their healthcare provider (hcp) about their symptom concerns since their urolift procedure and the hcp could page a rep if needed to the appointment. The patient stated they had an appointment with their healthcare provider on either the (B)(6) or (B)(6) of (B)(6) and they wanted to see if they could get a representative to come to the appointment to check the implanted system so they would reach out to their hcp. Patient services walked the patient through ending their session and turning off the external devices. The external devices were functioning as intended.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. The patient reported steps taken to resolve the issue were checking with their manufacturer representative (rep) to adjust their implant, which they believed was in december. They reported the issue was not yet resolved.